Manufacturer narrative:
This report is submitted on september 6, 2022.

Event description:
Per the clinic, the patient experienced an infection and an extrusion of the electrode array through the posterior canal wall. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on october 03, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 06, 2023.